Manufacturer narrative:
(B)(4). For the reported event of loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp and was unable to conduct electric current. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device did not find any deficiencies or failures. The device passed the electrical and resistance tests. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp and was unable to conduct electric current. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.